Event description:
Failed agility ankle on right. Insertion and removal of agility ankle with fusion of tibial talar ankle joint with retrograde rode with bone graft. Removal of screws from calcaneous wire from distal tibia, and 2 screws from distal fibula.